Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 controller ((B)(6)) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt stated they were trying to charge the implant today when the controller screen went all white and now it looked like 4 screens were on top of each other all at once. Pt said today was the first time the issue had happened. Pt reset controller and after reset was able to unlock controller like normal. Pt reported controller 70%, implant 70% and stimulation was off. Pss reviewed how to turn stim on using top white button and pt confirmed stim was on. The troubleshooting steps that were taken on the call resolved the issue. (B)(6) 2022 rpl 359917 rtg0331916 (con): additional information was received from a patient (pt). It was reported that the controller went to a 'snow' (white) screen again 2 more times. The first time when pt called here in july got resolved by a reset and it happened while pt was recharging. The next 2 times, like today, recharger was not plugged in, and pt could not even turn the controller on without a reset. Controller was fully charged. Pt saw no damage. A replacement controller was sent out. No symptoms were reported.